Event description:
Inflammatory reaction; false membranes; abscess; white fluid; abdominal pain; drippings. Information was received from the physician on 07 november 2006 regarding a patient (initials, gender, and age unknown) who, during the summer of 2006, underwent a left colectomy. An unspecified number of seprafilm sheets were placed. Seven days after the colectomy, the patient experienced abdominal pain. A laparoscopy was performed and showed an inflammatory reaction "with false membranes" (pseudomembranes) and an abscess "with the presence of white fluid". A test (unspecified) showed that the fluid was aseptic. After the laparoscopy, the patient experienced "dripping" (weeping) for one month. The patient recovered without sequelae.